Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. Corrected fields: h6(health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) tested cs300 and observed tapping noise coming from drive assembly. Fse order drive manifold and return to install. Returned on 2/6 and installed new drive manifold assembly (0104-00-0018) and helium tank valve knob (0366-00-0092). Corrected tapping noise from drive manifold assembly. Unit passed all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 drive manifold serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat verified the failure of the drive manifold making a tapping noise. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure number 0002-07-d008 rev.aq. Failure analysis received from the supplier for the part. They stated the part passed testing with no leaks. Root cause for this part is still impossible to define due to the failure being verified in the initial investigation. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) was making noise. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.